Event description:
On 8/26/1999 a pt was originally skin tested with a negative result after a four week eval. In 1999 the pt was initially treated with 1.0cc of collagen into the glabella, bilateral nasolabial folds and 2-3 upper vertical lip lines without event. In 10/1999 the pt was seen on another matter and was asymptomatic. In 2000 the pt presented with visible and palpable lumps at all the treated sites. Exact onset date not available. Pruritis and erythema were denied; however, the pt noted that the lumps changed in size intermittently and one particular lump on the upper lip was pronounced and noticeable. No medical or surgical intervention was undertaken. The physician believed the symptoms were hypersensitivity. The pt was seen again almost 2 weeks later with enlargement of the upper lip lump. The physician excised the lump that same day. The pt has been seen twice in follow up since then and the symptoms have resolved.